Event description:
It was reported that a home patient (hp) felt overfilled with performing therapy on a homechoice (hc) machine during dwell. The caregiver (cg) stated that the hp performed a manual drain after they felt overfilled. The drain volume was not reported. The technical service representative (tsr) arranged to swap the device and discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the device log did not find anything related to the reported issue. The device passed electrical and functional tests. External and internal visual inspections were performed and found no issues with the device. The pneumatic system was tested and found no leaks. All pressures were correct and stable. A simulated therapy was run on the device successfully. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. During evaluation, the device passed the seal, purge and wet disposable integrity testing. During evaluation, no failures and malfunctions were identified that could have caused or contributed to the reported issue. As a result, the cause cannot be determined. The device was going to be sent to service area for servicing. Should additional relevant information become available, a supplemental report will be submitted.